Manufacturer narrative:
(B)(4). Device evaluated by MFR: device was returned for analysis. The device separated into two pieces during disinfection. The tip, distal shaft, collar and hypotube was microscopically and tactile inspected. Inspection revealed a complete separation at the collar with the ptfe fully pulled out from the collar, and there were kinks in the distal shaft located .5 cm and 18.5 cm from the tip of the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 02-oct-2017. It was reported that the catheter was deformed. The target lesion was located in the left anterior descending artery. A guidezilla¿ guide extension catheter was selected for use. During the procedure, a 7f guide catheter was unable to engage by coaxial so a guidezilla¿ was used. Plain old balloon angioplasty (poba) was performed using a 1.5mm and 2.5mm non bsc balloons, and when checking by ivus again, the physician found out that there was an area which had insufficient dilatation. Poba was performed multiple times and the non bsc balloons ruptured. Intravascular ultrasound (ivus) was performed again, since it was judged that there might possibly have some issue had occurred, but since severe resistance was felt at the area near the ¿entry part¿ of the guidezilla, so insertion was discontinued. At this point, the physician checked the guidezilla outside of the patient¿s body, and the ¿entry part¿ was found to be deformed. The procedure was completed with another of the same device. No patient complications were reported. However, device analysis revealed that the device separated into two pieces.